Manufacturer narrative:
The device was received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the device door and door lever were broken. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller was broken.